Event description:
It was reported that during an unknown procedure the surgeon couldn't open the device's jaws in the abdominal cavity. Manual knife reverse button didn't work and surgeon had to dispose of the echelon flex's body and cartridge. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. No further investigation can be performed at this time. This complaint is being closed to trending.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The knife reverse button worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.